Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and had a precise 9 x 40 stent implanted in the ostium of the left internal carotid artery (lica) during the study index procedure. An 8 mm angioguard embolic protection device was used for the procedure. Following the completion of the procedure while in the angiography suite, the patient was reported to have experienced an ischemic stroke characterized by transient confusion with aphasia and dysarthria lasting a few seconds. The onset of symptoms was gradual. The patient was transferred out of the angiography suite and by that time was speaking, and moving all extremities without any evidence of visual disturbance. The patient was transported to the intensive care unit (ICU) and about fifteen minutes later experienced increased confusion and right sided weakness. A head CT scan was requested. The patient's act was 212 during the procedure. The event was reported to be unrelated to the study device and was related to the study procedure. The event was fully resolved. The patient was discharged five days after the procedure.

Manufacturer narrative:
The patient was asymptomatic for the index procedure. The lica target lesion was reported to be: ostial, eccentric, ulcerated, a 90% stenosis, 40 mm length, thrombus present, 8.0 mm vessel diameter, concentric/severely calcified, and severely tortuous. An 8 mm angioguard embolic protection device was used for the procedure. The lesion was pre-dilated. A precise 9 x 40 stent was successfully deployed at the target lesion. The residual stenosis was 20%. The angioguard embolic protection device was successfully removed and no debris was noted. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. The report received from the (B)(4) study indicated that the patient had a precise 9 x 40 stent implanted in the ostium of the left internal carotid artery (lica). The patient was asymptomatic for the index procedure with a medical history including hyperlipidemia, abnormal stress test and hypertension. The lica target lesion was reported to be: ostial, eccentric, ulcerated with a 90% stenosis, 40 mm length, thrombus present, 8.0 mm vessel diameter, concentric/severely calcified, and severely tortuous. The lesion was pre-dilated. The residual stenosis was 20%. The angioguard embolic protection device was successfully removed and no debris was noted. Following the completion of the procedure while in the angiography suite, the patient was reported to have experienced an ischemic stroke characterized by transient confusion with aphasia and dysarthria lasting a few seconds. The onset of symptoms was gradual. The patient was transferred out of the angiography suite and by that time was speaking, and moving all extremities without any evidence of visual disturbance. The patient was transported to the intensive care unit (ICU) and about fifteen minutes later experienced increased confusion and right sided weakness. A head CT scan was requested. The patient's act was 212 during the procedure. The event was reported to be unrelated to the study device and was related to the study procedure. The duration of the events was greater than three months and fully resolved. The patient was discharged five days after the procedure. (B)(4): the product was not returned for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15036694 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4) units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No excursions were found for lot 15036694. No nonconformance records were issued for this lot. Based on the lack of information and the inability to assign or determine root cause no corrective actions will be taken at this time. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. As endorsed by 2009 guidelines from the american heart association and american stroke association (aha/asa) ischemic stroke is defined as an infraction of central nervous system tissue. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. Eighty percent of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. This is one of two products used during the same procedure. Please reference MFR. Report #9616099-2010-00894 and #1016427-2010-00145. Please note that this is the initial/final report for this product.